Manufacturer narrative:
Result: circuit breaker.

Event description:
It was reported by service report that the foot end lift was not working and the bed could not be lowered down. The battery back up for the motion controls was not working due to damaged circuit breakers. The customer could not determine whether there was patient involvement or if adverse consequences occurred.